Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with 11 instances of leakage from top of the syringe where the needle is attached during injections.

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. The photos depict a shelf carton with batch #6299512 (p/n 305270) and a single package with only top web visible with unidentifiable batch and part number. No samples or photos of reported defective product were provided for evaluation. No representative samples from the same batch were provided for evaluation. Therefore the reported defect could not be confirmed. The reported defect was not identified in photos received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 6299512. Medical device expiration date: 2021-10-31. Device manufacture date: 2016-10-25.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with 11 instances of leakage from top of the syringe where the needle is attached during injections.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with 11 instances of leakage from top of the syringe where the needle is attached during injections.